Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician experienced difficulty advancing catheter once already across the aortic valve. Flows were not enough to support the patient. During repositioning to try to improve flows, a kink in the nitinol cannula was observed. When readvanced back into ventricle, kink went away but flows remained lower than needed. The impella was replaced with a new impella cp without issues.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The product was returned for review. Data confirmed the low flow when pump started & remained to the rest of the case that triggered auto suction response and suction alarms. Kinked cannula found 14 mm from of and cannula bonding site. Pump ran without issue under bench test. The root cause of low flow was due to a kinked cannula.